Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient passed away due to a cardiovascular accident (cva). The patient reported that they felt a twinge on the left side of their neck and then felt left sided weakness with dizziness, nausea and vomiting. They were taken to the emergency department (ed) and called as a prehospital stroke alert. A head computed tomography (CT) scan revealed an acute right frontal and parietal lobe hematoma with surrounding edema and regional mass effect with subarachnoid hemorrhage likely secondary to coagulopathy. The patient had been admitted to the neuroscience intensive care unit (nsicu) for further management and administered kcentra (prothrombin complex concentrate) and vitamin k to reverse their inr of 2.7. They were also administered cardene ((nicardipine hydrochloride) drip as needed to manage blood pressure and 500 mg keppra (levetiracetam) for seizure prophylaxis. It was reported that the device had operated as expected.